Manufacturer narrative:
The complained inspire 8f oxygenator was returned to livanova facility for investigation. Visual inspection found no damage and no non-conformity. To investigate the claimed leakage, the blood and the water compartments were tested in two different steps while monitoring for leakages and pressure values inside the unit. Compartments have been tested for 1 hour at the maximum recommended pressures as per product IFU (water compartment maximum recommended pressure 2 bar and blood compartment maximum recommended pressure 1 bar). No leakage and no pressure decay could be reproduced in both tests. The device history record (DHR) of the involved device did not reveal relevant information that could have been linked to the claimed defect. No other complaints have been received involving claimed lot number. No deviations from the established technical specifications could be identified. Livanova investigation could not reproduce the leakage experienced at the customer site: the oxygenator behaved as expected. Since no malfunction could be reproduced, no root cause could be assessed, and no corrective action is deemed necessary. Livanova will keep monitoring the market. This report was initially submitted on tue, 08 sep 2020 13:58:08 gmt

Event description:
See initial report.

Manufacturer narrative:
The issue occurred prior to any patient involvement. The inspire 8f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (item in00345 es barcelona phisio lot 1912090051) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The location of the complained oxygenator is unknown. Livanova has requested clarification to the customer. The complained inspire 8f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The standalone oxygenator (catalog number 050703) is registered in the USA (510(k) number: k180448). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group italia manufactures the inspire 8f m hollow fiber oxygenator. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Unknown if device is available

Event description:
Sorin group italia has received a report that, during the priming of the circuit, when the oxygenator was connected to the heat-cooler unit machine, a water leakage was noticed from arterial outlet of the inspire oxygenator. The issue occurred prior to any patient involvement.